Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 4.0mmx40mmx80cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was not completed due to this event. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 -initial reporter address 1: (B)(6).